Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding incorrect selection - user error involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. It was reported "my knee spacer is slightly loose and my physician, a man I like and trust as a quality surgeon, told me that the spacers come in two millimeter increments and he gave me a size close as possible given my anatomy but to repeat, mine is slightly loose and slips laterally, creating a lack of ability to even stand normally on my leg, which causes me to favor the leg unnaturally, giving me chronic low back and hip discomfort, which is not horrible, but it is nagging.". Method & results: device history review: a review of the DHR associated with rio 557 found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - incorrect selection - user error. Conclusion: review of the case session data was not performed as case session data was not provided. Per clinician review: "surgical error in choice of femoral component size between intended and bigger component actually implanted has contributed to a stiffness problem in the knee in an arthroplasty that in general is already at risk for scar tissue formation with resulting arthrobibrosis. Manipulation of the knee under anaesthesia improved knee functionality to normal although there is no recent information available about retention of adequate knee blexion in the longer term.". Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - incorrect selection - user error.

Event description:
This pi is for the robot used in the primary surgery. As reported on pi 2062760 "my knee spacer is slightly loose and my physician, a man I like and trust as a quality surgeon, told me that the spacers come in two millimeter increments and he gave me a size close as possible given my anatomy but to repeat, mine is slightly loose and slips laterally, creating a lack of ability to even stand normally on my leg, which causes me to favor the leg unnaturally, giving me chronic low back and hip discomfort, which is not horrible, but it is nagging.". Update 10-may-2018: as per opt report, right knee replacement was done on (B)(6) 2018. Patient had a manipulation done on (B)(6) 2018. As per medical review "please note that mako robotic assistance was also used in this case and does play a role in the failure mode although it was the surgeon¿s error to implant a bigger femur than intended.".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary surgery. As reported on (B)(4) "my knee spacer is slightly loose and my physician, a man I like and trust as a quality surgeon, told me that the spacers come in two millimeter increments and he gave me a size close as possible given my anatomy but to repeat, mine is slightly loose and slips laterally, creating a lack of ability to even stand normally on my leg, which causes me to favor the leg unnaturally, giving me chronic low back and hip discomfort, which is not horrible, but it is nagging". Update (B)(6) 2018: as per opt report, right knee replacement was done on (B)(6) 2018. Patient had a manipulation done on (B)(6) 2018. As per medical review "please note that mako robotic assistance was also used in this case and does play a role in the failure mode although it was the surgeon¿s error to implant a bigger femur than intended".